Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During a set up for cardiopulmonary bypass procedure, it was observed that the pressure module is not recognized by the heart lung console. There was no adverse consequence to the pt as a result of this event.